Event description:
The patient experienced withdrawal. It was further noted the patient was "spasming very badly" in the upper and lower extremities. The patient experienced pneumonia 2 weeks prior to the date of the report; the spasms had progressively worsened since then. The patient was receiving oral baclofen, benadryl, and ativan. It was noted the patient did not have a uti (urinary tract infection) and there was no pressure sore. The patient's temperature was 99.4 degrees. The patient's pump was refilled (B)(6) 2012, and the cap (catheter access port) was accessed the next day. The hcp was able to aspirate 1 ml from the cap. There was no volume discrepancy noted and the pump logs appeared normal. The pump delivered baclofen 2000mcg/ml 988.9mcg/day. It was later reported that the patient experienced withdrawal symptoms followed by overdose type symptoms. A dye study was later done to assess the catheter; "to test integrity of the catheter and test csf." Results of dye study were reported as "catheter looked great, everything looked good". It was stated that earlier in that week, the managing physician had aspirated the catheter then did a catheter priming bolus; per the patient's mother "that is when the symptoms started". The patient was reported to be "like a wet noodle." Also stated, "this is a severe case and patient is also on a feeding tube".

Event description:
It was reported on (B)(4), 2012, that the patient was diaphoretic, agitated, and uncomfortable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).